Event description:
It was reported that a pump motor stall was confirmed. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pump motor stall was caused by the pt having an MRI or other medical procedure. The pump was updated and the logs rechecked. The motor stall recovered and the "issue resolved".

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, important info on potential MRI effects, physician communication (august 2008).